Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Three of the 4 brush heads broke off (small round part) [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that after one week of using oral-b brushheads, version unknown, 3 of the 4 brush heads broke off (small round part). The brush heads were purchased for use with an oral-b 4000 toothbrush. No symptoms developed.